Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and tortuous proximal to middle left anterior descending (lad) artery. The physician attempted to cross the lesion with ivus and another non bsc device but was unable to cross the lesion. Then the physician attempted to cross the lesion with a 2.50x24mm taxus express2 drug eluting stent (des) but it would not cross. When the taxus express2 des stent was withdrawn from the patient's body, it was noted that the stent strut was lifted up. The procedure was completed with another device with no patient complication reported. The patient's current condition is listed as "good".